Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 3.2 was failed and showed as device not detected on bus. A field service engineer (fse) inspected the back of drawer and all lights on the control boards were lit up. Then the station was powered off, and cables were reseated but the pyxibus module control board was not lighting up anymore neither were the individual control boards. Further the fse replaced the pyxibus module control board and the individual drawer control board to 3.2 to resolve the issue. Then the fse assisted customer with drawer configuration and then had the customer verify drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer had failed, displaying the error message device not detected on bus. The customer had rebooted the device multiple times and attempted to recover the drawer; however, the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.